Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "intramammary lymph nodes" and "small amount of liquid". The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported "calcifications", "intramammary lymph nodes", "simple cysts" not device related, "nodule", and "small amount of liquid" confirmed via MRI. This record is for the left side. Device remains implanted.